Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt experienced seeing an arc of light rays temporally, superiorly and nasally, a 'prism' effect. The iol was explanted and replaced. The pt's visual acuity (va) prior to the iol implant surgery was 20/40 (6/01). The pt's va after iol replacement was 20/20 (9/01).